Event description:
Additional information from the patient indicated that their ins registered 100% for 3 days while on. They mentioned removing and re inserting the controller battery pack which worked after 2 days. They noted that the issue was resolved and the ins is now depleting as expected.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller said for about the past 4 days, every time the patient (pt) would go to recharge, the implanted neurostimulator (ins) was still saying the ins charge was at 100%.  Then, today, the controller said the ins battery was low (which they expected since the pt hadn't recharged). The caller said the pt's stimulation was on and caller mentioned having to take the battery out and had to turn the pt's stimulation back on. The caller mentioned they had a trip to (B)(6) where the ins was working fine and when they got back was when they started having problems. Pss reviewed to have the pt monitor the ins battery levels and to ensure their stimulation was still on if they notice the ins battery not depleting. Pt will follow up with their rep if they notice they are still having this issue.